Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. A longitudinal tear was identified in the balloon wall. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-apr-2017. It was reported that crossing difficulties were encountered. The 80% stenosed, 24x2.75mm, concentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the moderately tortuous, mildly calcified left anterior descending artery (lad). After a non-bsc guidewire crossed the lesion, a 2.00mm x 15mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. Another 2x12mm non-bsc balloon catheter was advanced for dilation and angioplasty was performed using a non-bsc stent and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon torn longitudinally.